Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance (sli) measurement of greater than 200 ohms since the past few months. All lead configurations were noted to be having the same high, oor sli result. Boston scientific technical services (ts) discussed possible lead issue and suggested assessing patient for any accident that could affect the lead functionality. Additional information received stated that patient was referred for a lead revision. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.